Event description:
During a coronary stent procedure of a heavily calcified rca, the physician was attempting to primary stent the mid rca when the stent dislodged from the balloon. The physician removed the delivery device and advanced a balloon to deploy the stent. The balloon catheter was removed and another balloon catheter was used to post dilate. Patient status is listed as "okay".